Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014 at 10:00am. The patient reported obtaining a blood glucose reading of ¿160 mg/dl with the subject meter. The patient manages their diabetes with insulin (no adjustments) and denied making any changes to their usual diabetes management regimen in response to the elevated result. The patient reported developing symptom of feeling ¿shaky¿ one and a half days after the alleged inaccuracy issue began. In response to the onset of the reported symptom, the patient claimed they received health care professional (hcp) treatment of food and/or drink on (B)(6) 2014 at 5:00am. The patient claimed a blood glucose test was performed on the ER/hospital device at an unspecified time on (B)(6) 2014 and a result of ¿140 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.